Event description:
The sales representative reported a revision surgery due to patient being loose in flexion. The surgeon removed and replaced the tibial insert and retaining bolt. The 4x10mm tibial insert was replaced by a 4x14mm tibial insert. There were no issues related to the explanted components noted. The original implant surgery was on (B)(6) 2012 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary to support: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing records was performed. All implant lot records were reviewed and there were no deviations reported.